Event description:
It was reported that pt had done well with primary total knee until experiencing a fall and then became painful. Surgeon noted mild laxity in extension but more significant instability in flexion. A poly exchange was attempted lost of extension was noted and patella was riding too low as the knee was flexed when poly thickness was increased to stabilize flexion. All components were removed and a revision total knee was performed. Tibia component was found to be loose when surgeon began to remove. Ultimately, a hinged prosthesis had to be utilized to stabilize the flexion gap and address the joint line for patellar position. There was no patient harm. Instability was not due to wear, malalignment, nor under sizing or over resection. No surgical delay. Doi: (B)(6) 2015. Dor: (B)(6) 2022. Affected side: right.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : device associated with this report was not received for examination. All x-rays images were reviewed, and no evidence of implant fracture, disassociation, or anything indicative of a device nonconformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.